Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert. The device was found to be in backup vvi mode. A successful software download was performed, and the device was restored to normal device function. Patient was in good condition.